Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd 10ml syringe luer-lok¿ tip there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Two photos depicting a 10ml syringe. Pictures appear to be of same syringe. The syringe has what appears to be dried red fluid. The dried fluid residue appears on portions of the stopper and the plunger ribs. Leakage is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the leakage defect cannot be determined based on photos provided, it is difficult to determine if the defect is due to the barrel or stopper condition. The sample will be required to confirm the source of the product defect found. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd 10ml syringe luer-lok tip there was an issue with leakage. There was no report of injury or further medical intervention.